Event description:
The multi-chamber cfa issue was reported internally. It relates to out of synchronization segmentation modifications that do not align to output numerical values. It was discovered and in certain workflow editing the chamber segmentation did not result in corresponding changes to data shown within time volume graphs, indexes, and results.

Manufacturer narrative:
The risk associated with this issue is that pt monitoring, therapies or treatment may be provided erroneously based on incorrect data reported in the vitrea multi-chamber cfa application. A rare but irreversible serious injury may occur under normal use conditions. The product has been in commercial use for approximately four years, with 102 systems licensed within the vitrea user base. No complaint or field report has been reported.